Manufacturer narrative:
Correction to h6; type of investigation. The 26mm sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u and the procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of valve migration was unable to be confirmed due to the unavailability of medical records/relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "during a tavr procedure using a 26mm sapien 3 ultra, as deployment balloon was fully inflated, the doctor gave the command for "pacer off", then proceeded to deflate the balloon. The flouro ended at the very end of the inflation. Once it came back on, the valve moved to the stj area. At this time, the doctor asked for a 2nd valve to be prepped to be delivered and deployed at the level of the annulus. The patient had become unstable at this time. The doctor discussed the case and believed the temp pacemaker was prematurely turned off while the balloon was still inflated, therefore, causing the heart to contract and force the balloon to move aortic. The patient expired a few hours later. Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. In this case, as reported, the pacemaker was turned off prematurely, before the balloon was fully deflated, and the valve moved to the stj area. Per the IFU, "deflate the balloon. When the balloon catheter has been completely deflated, turn off the pacemaker." The pacemaker was turned off before the balloon was fully deflated, which could have allowed the heart to contract and push the balloon and thv toward the stj as reported. Available information suggests that procedural factors (valve positioning and deployment technique) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Medsun number mw515748. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The IFU cautions that incorrect sizing of the valve may led to paravalvular leak, migration, or embolization. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that the temp pacemaker was prematurely turned off while the balloon was still inflated, therefore, causing the heart to contract and force the balloon to move aortic may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
During a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra, as deployment balloon was fully inflated, the implanter gave the command for "pacer off", and then proceeded to deflate the balloon. The flouro ended at the very end of the inflation. Once it came back on, the valve moved to the sinotubular junction (stj) area. At this time, the team asked for a 2nd valve to be prepped to be delivered and deployed at the level of the annulus. The patient had become unstable at this time. The team did chest compressions to stabilize pressure and put in an impella. The procedure was discussed with the team, who believes the temp pacemaker was prematurely turned off while the balloon was still inflated, therefore, causing the heart to contract and force the balloon to move aortic. The patient expired. Per voluntary medsun, the device embolized and the patient had a left ventricular failure. A second device was deployed that did not embolize. The patient required ECMO (extracorporeal membrane oxygenation). The patient expired a few hours later.